Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was shutdown unexpectedly. The technical support specialist (tss) requested permission to remotely access the station. The customer responded that the hospital information technology operations had conducted generator testing, which resulted in a temporary shutdown of several power outlets. However, all systems resumed normal operation and were functioning without any issues. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had unexpected shutdown. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.